Event description:
Return reason: when the dr tried to measure wedge pressure, the balloon ruptured. Analysis determined: investigation found a ruptured area in mid-balloon. Balloon latex shows signs of normal aging. No missing latex areas were found. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: no corrective action is necessary at this time due to the low frequency and severity of this type of incident. Bbnj will continue to closely monitor the frequency and severity of this type to determine if remedial action is necessary. Bbnj is continuously working to improve its balloon latex to lessen balloon incidents. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements.